Manufacturer narrative:
The device has been received for evaluation. The investigation is pending completion.

Event description:
A complaint was received regarding a transpac IV monitoring kit, disposable transducer, 03 ml squeeze flush, macrodrip in which it was reported that there was leakage during the use of the product. The device was immediately changed with a new one. There was no delay in critical therapy, no unprotected chemo exposure and no blood loss.

Manufacturer narrative:
The reported complaint of leakage was confirmed on the returned set. A video was provided by the customer showing a channel leak from the pvc tubing. No visual anomalies were observed on the returned set. When the returned set was primed and pressure leak tested, a channel leak was observed between the pvc tubing and the drip chamber. The tubing and the luer tubing pocket was microscopically examined and insufficient solvent coverage was observed on the pvc tubing. The probable cause of the leakage had occurred due to insufficient solvent coverage between the pvc tubing and the drip chamber luer during assembly in manufacturing. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.